Event description:
It was reported that the drug and coolant ports of the ekos device were leaking, and ekos therapy was discontinued. An ekos endovascular device, 106x18cm and an ekos endovascular device, 106x12cm were selected for use to treat a bilateral pulmonary embolism. Both ekos devices were placed without issue, and the patient was transferred to the intensive care unit (ICU). Once in the ICU, it was observed that the drug and coolant ports of both ekos devices were leaking. The leaks were attempted to be sealed with plaster, but the troubleshooting attempt was unsuccessful. Both ekos devices were explanted, and therapy was discontinued. There were no reported patient complications, but the patient was unable to receive ekos therapy as a result of the device malfunctions.